Event description:
It was reported the power suddenly falls during check of a device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis not able to confirm the reported event. It is noted a system error was found in the programmer error log. Concomitant product: 229047 analyzer. (B)(4).